Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the smart phone and transmitter on (B)(6) 2016. Patient was advised to remove the sensor, reboot the phone, put on a new sensor and tap sensor warm up. Patient was also advised to make sure she was within range of the smart phone and uninstalled and then re-installed the application. Patient relinquished the transmitter ID and then unpaired the transmitter. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause could not be determined.